Manufacturer narrative:
Title: resheathable self-expanding transcatheter aortic valve system: 1-year high volume centre experience citation: journal of the american college of cardiology (2016) volume:68 ,issue:16, c156-c157 (doi 10.1016/j.jacc.2016.07.590) authors: james shue min yeh, mao liu, shufang wang, tito kabir, alison duncan, anan daqa, francesca calicchio, cesare quarto, rashmi yadav, jian chen, eleanor dunnett, carlo di mario, miles dalby, simon william davies, neil moat earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding the one year outcomes after the implant of a transcatheter bioprosthetic aortic valve. All data were collected from a single center between january and november 2015. The study population included 143 patients (predominantly female; mean age 81.5 ± 8.3 years), all of which were implanted with medtronic evolutr (serial numbers not provided). Among all patients adverse events included: cerebral vascular accident (cva) at 30 days (4.2%), major vascular complications (11.4%) and electrocardiogram (ECG) changes that require the implant of a permanent pacemaker (28.7%). No additional adverse patient effects were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.